Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7094560.

Event description:
It was reported that the patient was experiencing loss of stimulation coverage and inadequate pain relief due to lead migration. Reprogramming was done with no success. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well post operatively. Nothing was explanted.